Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ("migration of essure device location of device: ovaries migrated to abdominal wall with essure in them / ovary perforation"), pelvic pain ("pelvis pain") and haemorrhagic ovarian cyst ("left ovary with hemorrhagic corpus luteum") in a 37-year-old female patient who had essure (batch no. B63553) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine (not recovered prior to essure) and cyst ovary (not recovered prior to essure). Previously administered products included for birth control: mirena from 2011 to november 2013. Past adverse reactions to the above products included device expulsion with mirena. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 7 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("foreign body in uterus"), menorrhagia ("abnormal bleeding (menorrhagia) /clots"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") with nausea, headache ("headaches"), fatigue ("fatigue"), weight increased ("weight gain"), myalgia ("muscle aches"), asthenia ("weakness"), arthralgia ("arthralgia / joint pain"), vaginal odour ("vaginal odor"), vulvovaginal pruritus ("vaginal itching"), dysmenorrhoea ("dysmenorrhea (cramping) ") and back pain ("lower back pain"). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, abdominal pain and pelvic discomfort, haemorrhagic ovarian cyst (seriousness criterion medically significant), ovarian adenoma ("right ovary with serous cystadenoma"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hot flush ("hot flashes") and mental disorder ("psychological damages"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016) and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the ovarian perforation, pelvic pain, haemorrhagic ovarian cyst, device expulsion, ovarian adenoma, menorrhagia, vaginal haemorrhage, migraine, headache, fatigue, weight increased, myalgia, asthenia, arthralgia, vaginal odour, vulvovaginal pruritus, dysmenorrhoea, dyspareunia, back pain, hot flush and mental disorder had resolved. The reporter considered arthralgia, asthenia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, haemorrhagic ovarian cyst, headache, hot flush, menorrhagia, mental disorder, migraine, myalgia, ovarian adenoma, ovarian perforation, pelvic pain, vaginal haemorrhage, vaginal odour, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: insertion details: the left ostia was placed within the center of the camera field and the essure device was placed within the fallopian tube and deployed. There was good return of the device and 3 calls were visualized at the end of the procedure. Then, the right ostia was placed within the center of the camera field and the essure device was placed within the fallopian tube and deployed. There was good return of the device and 3 calls were visualized at the end of the procedure. Removal details: the right and left fallopian tubes appeared normal. There were no issues with the essure coils that were seen regarding perforation. As per patient plantiff fact sheet there were "ovarian perforation" and "device expulsion". However, as per surgical pathology report, the fallopian tubes had the metallic coiled devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion ultrasound scan - on (B)(6) 2013: right and left ovarian cyst current weight: 200 lbs. Approximate weight at the time of essure placement: 200 lbs. (B)(6) 2016. Bilateral fallopian tube occlusion (essure) devices unchanged from 2014. (B)(6) 2016. Surgical pathology report. The right fallopian tube is histologically unremarkable. The left fallopian tube does not show any histologic abnormalities. The proximal end of the fallopian tube contains a tightly coiled metallic device, consistent with an essure implant. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : dysmenorrhoea, ovarian cyst, pelvic pain, menorrhagia,device expulsion. Concerning the injuries reported in this case, the following one/ones were extracted from patient¿s medical records :right ovary with serous cystadenoma. Left ovary with hemorrhagic corpus luteum. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records. Added new reporters. Added patient's date of birth and height. Added medical history and relevant lab test. Added essure's indication and batch number. Added events vaginal haemorrhage, menorrhagia, headache , migraine, nausea , dysmenorrhoea , weight increased , dyspareunia, right ovary with serous cystadenoma. Left ovary with hemorrhagic corpus luteum, myalgia, asthenia, arthralgia , vaginal odour, vulvovaginal pruritus, back pain, ovarian perforation, device expulsion, ovarian adenoma. Added onset date for fatigue , pelvic pain, abdominal pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ("migration of essure device location of device: ovaries migrated to abdominal wall with essure in them / ovary perforation"), pelvic pain ("pelvis pain") and haemorrhagic ovarian cyst ("left ovary with hemorrhagic corpus luteum") in a 37-year-old female patient who had essure (batch no. B63553-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine (not recovered prior to essure) and cyst ovary (not recovered prior to essure). Previously administered products included for birth control: mirena from 2011 to (B)(6) 2013. Past adverse reactions to the above products included device expulsion with mirena. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 7 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("foreign body in uterus"), menorrhagia ("abnormal bleeding (menorrhagia) /clots"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") with nausea, headache ("headaches"), fatigue ("fatigue"), weight increased ("weight gain"), myalgia ("muscle aches"), asthenia ("weakness"), arthralgia ("arthralgia / joint pain"), vaginal odour ("vaginal odor"), vulvovaginal pruritus ("vaginal itching"), dysmenorrhoea ("dysmenorrhea (cramping) ") and back pain ("lower back pain"). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, abdominal pain and pelvic discomfort, haemorrhagic ovarian cyst (seriousness criterion medically significant), ovarian adenoma ("right ovary with serous cystadenoma"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hot flush ("hot flashes") and mental disorder ("psychological damages"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016) and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the ovarian perforation, pelvic pain, haemorrhagic ovarian cyst, device expulsion, ovarian adenoma, menorrhagia, vaginal haemorrhage, migraine, headache, fatigue, weight increased, myalgia, asthenia, arthralgia, vaginal odour, vulvovaginal pruritus, dysmenorrhoea, dyspareunia, back pain, hot flush and mental disorder had resolved. The reporter considered arthralgia, asthenia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, haemorrhagic ovarian cyst, headache, hot flush, menorrhagia, mental disorder, migraine, myalgia, ovarian adenoma, ovarian perforation, pelvic pain, vaginal haemorrhage, vaginal odour, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: insertion details: the left ostia was placed within the center of the camera field and the essure device was placed within the fallopian tube and deployed. There was good return of the device and 3 calls were visualized at the end of the procedure. Then, the right ostia was placed within the center of the camera field and the essure device was placed within the fallopian tube and deployed. There was good return of the device and 3 calls were visualized at the end of the procedure. Removal details: the right and left fallopian tubes appeared normal. There were no issues with the essure coils that were seen regarding perforation. As per patient plantiff fact sheet there were "ovarian perforation" and "device expulsion". However, as per surgical pathology report, the fallopian tubes had the metallic coiled devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion ultrasound scan - on (B)(6) 2013: right and left ovarian cyst current weight: 200 lbs. Approximate weight at the time of essure placement: 200 lbs. (B)(6) 2016 bilateral fallopian tube occlusion (essure) devices unchanged from 2014. (B)(6) 2016 surgical pathology report the right fallopian tube is histologically unremarkable. The left fallopian tube does not show any histologic abnormalities. The proximal end of the fallopian tube contains a tightly coiled metallic device, consistent with an essure implant. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : dysmenorrhoea, ovarian cyst, pelvic pain, menorrhagia,device expulsion. Concerning the injuries reported in this case, the following one/ones were extracted from patient¿s medical records :right ovary with serous cystadenoma. Left ovary with hemorrhagic corpus luteum. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: update of information (batch is invalid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('migration of essure device location of device: ovaries migrated to abdominal wall with essure in them / ovary perforation'), pelvic pain ('pelvis pain') and haemorrhagic ovarian cyst ('left ovary with hemorrhagic corpus luteum') in a 37-year-old female patient who had essure (batch no. B63553-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine (not recovered prior to essure) and cyst ovary (not recovered prior to essure). Previously administered products included for birth control: mirena from 2011 to (B)(6) 2013. Past adverse reactions to the above products included device expulsion with mirena. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("foreign body in uterus"), menorrhagia ("abnormal bleeding (menorrhagia) /clots"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") with nausea, headache ("headaches"), fatigue ("fatigue"), myalgia ("muscle aches"), asthenia ("weakness"), arthralgia ("arthralgia / joint pain"), vaginal odour ("vaginal odor"), vulvovaginal pruritus ("vaginal itching"), dysmenorrhoea ("dysmenorrhea (cramping) ") and back pain ("lower back pain") and was found to have weight increased ("weight gain"), 7 days after insertion of essure. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, abdominal pain and pelvic discomfort, haemorrhagic ovarian cyst (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), hot flush ("hot flashes"), mental disorder ("psychological damages") and intracranial pressure increased ("increased intracranial pressure") and was found to have ovarian adenoma ("right ovary with serous cystadenoma"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the ovarian perforation, pelvic pain, haemorrhagic ovarian cyst, device expulsion, ovarian adenoma, menorrhagia, vaginal haemorrhage, migraine, headache, fatigue, weight increased, myalgia, asthenia, arthralgia, vaginal odour, vulvovaginal pruritus, dysmenorrhoea, dyspareunia, back pain, hot flush and mental disorder had resolved and the intracranial pressure increased outcome was unknown. The reporter considered arthralgia, asthenia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, haemorrhagic ovarian cyst, headache, hot flush, intracranial pressure increased, menorrhagia, mental disorder, migraine, myalgia, ovarian adenoma, ovarian perforation, pelvic pain, vaginal haemorrhage, vaginal odour, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: insertion details: the left ostia was placed within the center of the camera field and the essure device was placed within the fallopian tube and deployed. There was good return of the device and 3 calls were visualized at the end of the procedure. Then, the right ostia was placed within the center of the camera field and the essure device was placed within the fallopian tube and deployed. There was good return of the device and 3 calls were visualized at the end of the procedure. Removal details: the right and left fallopian tubes appeared normal. There were no issues with the essure coils that were seen regarding perforation. As per patient plantiff fact sheet there were "ovarian perforation" and "device expulsion". However, as per surgical pathology report, the fallopian tubes had the metallic coiled devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Ultrasound scan - on (B)(6) 2013: results: right and left ovarian cyst. Diagnostic results: current weight: 200 lbs. Approximate weight at the time of essure placement: 200 lbs. (B)(6) 2016 bilateral fallopian tube occlusion (essure) devices unchanged from 2014. (B)(6) 2016 surgical pathology report the right fallopian tube is histologically unremarkable. The left fallopian tube does not show any histologic abnormalities. The proximal end of the fallopian tube contains a tightly coiled metallic device, consistent with an essure implant. Concerning the injuries reported in this case, the following were described in patient¿s medical records : dysmenorrhoea, ovarian cyst, pelvic pain, menorrhagia,device expulsion. Concerning the injuries reported in this case, the following were extracted from patient¿s medical records :right ovary with serous cystadenoma. Left ovary with hemorrhagic corpus luteum. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media content received : reporter added. Event added- increased intracranial pressure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('migration of essure device location of device: ovaries migrated to abdominal wall with essure in them / ovary perforation'), pelvic pain ('pelvis pain') and haemorrhagic ovarian cyst ('left ovary with hemorrhagic corpus luteum') in a 37-year-old female patient who had essure (batch no. B63553-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine (not recovered prior to essure) and cyst ovary (not recovered prior to essure). Previously administered products included for birth control: mirena from 2011 to november 2013. Past adverse reactions to the above products included device expulsion with mirena. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("foreign body in uterus"), menorrhagia ("abnormal bleeding (menorrhagia) /clots"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") with nausea, headache ("headaches"), fatigue ("fatigue"), myalgia ("muscle aches"), asthenia ("weakness"), arthralgia ("arthralgia / joint pain"), vaginal odour ("vaginal odor"), vulvovaginal pruritus ("vaginal itching"), dysmenorrhoea ("dysmenorrhea (cramping) ") and back pain ("lower back pain") and was found to have weight increased ("weight gain"), 7 days after insertion of essure. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, abdominal pain and pelvic discomfort, haemorrhagic ovarian cyst (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), hot flush ("hot flashes"), mental disorder ("psychological damages") and intracranial pressure increased ("increased intracranial pressure") and was found to have ovarian adenoma ("right ovary with serous cystadenoma"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the ovarian perforation, pelvic pain, haemorrhagic ovarian cyst, device expulsion, ovarian adenoma, menorrhagia, vaginal haemorrhage, migraine, headache, fatigue, weight increased, myalgia, asthenia, arthralgia, vaginal odour, vulvovaginal pruritus, dysmenorrhoea, dyspareunia, back pain, hot flush and mental disorder had resolved and the intracranial pressure increased outcome was unknown. The reporter considered arthralgia, asthenia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, haemorrhagic ovarian cyst, headache, hot flush, intracranial pressure increased, menorrhagia, mental disorder, migraine, myalgia, ovarian adenoma, ovarian perforation, pelvic pain, vaginal haemorrhage, vaginal odour, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: insertion details: the left ostia was placed within the center of the camera field and the essure device was placed within the fallopian tube and deployed. There was good return of the device and 3 calls were visualized at the end of the procedure. Then, the right ostia was placed within the center of the camera field and the essure device was placed within the fallopian tube and deployed. There was good return of the device and 3 calls were visualized at the end of the procedure. Removal details: the right and left fallopian tubes appeared normal. There were no issues with the essure coils that were seen regarding perforation. As per patient plaintiff fact sheet there were "ovarian perforation" and "device expulsion". However, as per surgical pathology report, the fallopian tubes had the metallic coiled devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Ultrasound scan - on (B)(6) 2013: results: right and left ovarian cyst. Diagnostic results: current weight: 200 lbs. Approximate weight at the time of essure placement: 200 lbs. (B)(6) 2016 bilateral fallopian tube occlusion (essure) devices unchanged from 2014. (B)(6) 2016 surgical pathology report the right fallopian tube is histologically unremarkable. The left fallopian tube does not show any histologic abnormalities. The proximal end of the fallopian tube contains a tightly coiled metallic device, consistent with an essure implant. Concerning the injuries reported in this case, the following were described in patient¿s medical records : dysmenorrhoea, ovarian cyst, pelvic pain, menorrhagia,device expulsion. Concerning the injuries reported in this case, the following were extracted from patient¿s medical records :right ovary with serous cystadenoma. Left ovary with hemorrhagic corpus luteum. Lot number ( b63553 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue"), hot flush ("hot flashes"), discomfort ("discomfort") and mental disorder ("psychological damages"). The patient was treated with surgery (plaintiff had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, fatigue, hot flush, discomfort and mental disorder outcome was unknown. The reporter considered abdominal pain, discomfort, fatigue, hot flush, mental disorder and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.